Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was submerged in water and buttons were not scrolling to press okay. Customer stated that the insulin pump had a insulin pump error alarm. Customer was assisted with clearing the alarm. Customer was not able to clear the alarm. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that the insulin pump was exposed to water. No harm requiring medical intervention was reported. The device will be returned for analysis.